Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Reviewing attached picture, metal fragments remained in patients bone could be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 03.404.021s, synthes lot # 26p2108, supplier lot # na, release to warehouse date: nov 04, 2019; nov 15, 2019 , expiration date: nov 01, 2029 , manufactured by jabil monument , no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: reamer head f/ria 2 ø12.5 (part. No: 03.404.021s, lot. No: 26p2108, qty: 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the proximal tabs that connect to the harvesting tube were broken. The broken pieces were not returned at cq. It is observed in the x-rays provided that the broken pieces were embedded in the patient¿s body. Thus, the reported embedded condition is confirmed. Functional test: functional testing of the received device cannot be performed due to the broken condition. Can the complaint be replicated with the returned devices? Unable to perform dimensional inspection: dimensional inspection of the relevant features of the returned device cannot be performed at cq due to post manufacturing damage. Document/specification review: the following drawings were reviewed during the investigation: -14.0mm reamer head ria 2 no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Reported device interaction condition cannot be confirmed as the functional testing of the received device was unable to performed at cq. Investigation conclusion: the complaint could be confirmed for reamer head f/ria 2 ø12.5 (part. No: 03.404.021s, lot. No: 26p2108). A definitive root cause for the reported problem could not be determined. It is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an ria ii surgery the drill head loosened itself from the drilling shaft. The drilling head could be recovered with the 2,5mm drill mantel which was connected to the olive. The drilling head was reattached but came loose again and was recovered again. A new drill head with a diameter of 12mm was used after that which also loosened itself from the drilling shaft. On the x-ray it appeared that metal fragments had remained at the entrance of the medullary canal. There was a surgical delay of fifteen (15) minutes. Enough material could be harvested from the medullary cavity to complete the surgery successfully. Another piece detached from the drilling shaft end where the drill head is locked in place. The patient was reported as good after the procedure. Concomitant devices reported: reamer head f/ria 2 ø12 (part number 03.404.020s, lot 39p1189, quantity 1), drive shaft f/ria 2 l520 (part number 03.404.035, lot h860686, quantity 1). This report involves one (1) 12.5mm reamer head for ria 2 sterile. This is report 1 of 3 for (B)(4).